Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery gauge dropped from 50% to 5% after being connected to a power source. The battery gauge later jumped to 40% then up to 100%. In addition, the customer was having difficulty charging the pump. The customer's blood glucose level was 60 (mg/dl). Reportedly the customer had an alternate pump for insulin therapy.